Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was experiencing frequent high blood glucose levels. Customer's blood glucose level was 452 mg/dl. He treated his blood glucose level with an injection. The device was not returned.